Event description:
On 7/20 the patient, an 81 year old female with a pacemaker and a history of hypertension, hypercholesterolemia, gout, arthritis, peptic ulcer disease, and atrial fibrilliation, underwent a right total hip replacement under spinal anesthesia. A howmedica universal intramedullary plug, howmedica percision hip system and a precision hip system were used during the procedure. The patient was in stable condition until approximately three to five minutes following the pressure injection of cement for the placement of the femoral head component.. The patient suddenly became hypotensive and asystolic. Attempts to resuscitate the patient were made but were unsuccessful. An autopsy was not performeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.